Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was having difficulty charging the pump beginning on (B)(6) 2016. Reportedly, the customer began using manual injections as insulin therapy and allowed the pump battery to fully deplete. In addition, the customer stated the pump touchscreen was cracked. The customer stated they were unsure how the screen became cracked and the pump screen was still functional. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use manual injections until the replacement pump was received.